Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The complainant reported a saturated pump flow during impella support. It was documented that the impella pump began to have an elevated motor current coinciding with low purge pressures and flow saturation. The pump was explanted and another impella cp was implanted for ongoing support. There was no patient harm.

Manufacturer narrative:
The investigation into the reported issue has been completed. No external damage or abnormalities were found on the returned pump. Saturated flow was reproduced when the pump was run. The pump was then torn down. No abnormalities were found on the magnet. Therefore, it was determined that the cause of the pump flow issue was an inaccurate flow calculation.